Event description:
The machine was set three times. Two of the three times that the machine was started, it passed the prime test. Once the continuous renal replacement therapy (crrt) was initiated on the pt, there were multiple alarms. Including: line kinked or clamped, and replacement weight of 330 ml volume. The system was assessed multiple times and no clamps or kinks problems were seen with the line. Every time the replacement weight alarmed sounded the volume had increased. The system was stopped and blood was returned to the pt. I then restarted from scratch with another filter (same machine) and got all the same alarms again. The machine was the stopped and blood was returned to pt.